Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6.1 and 6.2 enhanced half-height cubie drawers on the main were failed and device was not detected on the bus. A field service engineer (fse) inspected drawers 6.1 and 6 2. The worn retractor cable on 6.2 was replaced. Row board cables on both drawer controllers were reseated. For both drawers, all pockets were manually ejected and row boards inspected for damage, foil, or debris, none was found. Row board cables on all cubie trays were reseated. While addressing the drawer issue, fse also noted that the cabinet¿s keyboard cover was severely worn, with multiple letters rubbed off and re written in marker. The keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 6.1 and 6.2 were failing and unable to recover. In addition, the tower door 3 kept failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.